Manufacturer narrative:
(B)(4). Publication year of 2004. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: experience with seven cases of massive splenomegaly. Author(s): charles choy, md, robert cacchione, md, victor moon, md, and george ferzli, md. Citation: journal of laparoendoscopic & advanced surgical techniques, volume 14, number 4, 2004. This study discussed about the 7 cases with a spleen over 3000g that was simply not a proper candidate for laparoscopy. Between january 1992 and december 2002, 95 patients underwent laparoscopic splenectomies and of these, a total of 7 patients (male patients; age range= 58 ¿ 75 years) had postoperative organ weights >3000g. During the procedure, the stomach was first retracted medially, and the gastrocolic ligament dissected close to the spleen. The branches of the left gastroepiploic and short gastric vessels were divided with the ultrasonic dissector (harmonic scalpel, ethicon), so that the stomach and the spleen were completely separated. Reported complication included estimated blood loss of 560cc (range 400-700cc) (n=7), in which two patients required transfusion. In conclusion, laparoscopic splenectomy for organs enlarged well beyond 3000 g is technically feasible. This has been made possible by improvements in the laparoscopic stapling devices and the ultrasonic dissectors.